Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port charging pin is damaged resulting in the pump battery being unable to charge. Customer¿s blood glucose level was 95-557 mg/dl. Customer administered manual injections to address bg level. The customer reverted to an alternate method of insulin therapy.